Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an out of range signal on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).